Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump shut off unexpectedly. There was no adverse impact to the customers blood glucose level. No additionall information was provided.